Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during the vein harvesting procedure, one of the forks on the v-cutter fell off into the patient. The v-keeper was used to remove the piece. No known impact or consequence to patient, product was changed out, procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on august 8, 2016. (B)(4). The sample was not returned for evaluation; therefore, the complaint was not confirmed and a definitive root cause could not determined. A review of the device history record revealed no manufacturing anomalies. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.